Event description:
It was reported an issue with novosyn suture. The client has reported that the packaging contains different contents than indicated on the outer packaging. The packaging unit has the code b0068563 and the box contents have the code b0068598. There is no patient involvement.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open box labelled as novosyn violet thread of usp 2 and 90cm length with hr48 needle (code b0068563 and batch 725025) that contains 15 unopened pouches of the code 0068598 and batch 725042 (novosyn violet thread of usp 2 and 90 cm length with hr37s needle). The 9 units missing from the box were thrown away by the customer. After investigation, it has been determined that such a mix-up in production is highly unlikely. The packaging date between these two batches is one week apart, so this mistake is almost impossible. Therefore, we consider that the mix-up could not happen in b. Braun surgical facilities. Furthermore, we have checked the distribution of both products, and this customer received both. Therefore, we consider that the mix-up could have happened in the end customer's. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: this mix-up has been produced outside of b. Braun surgical's facilities. Final conclusion: after internal investigation, we consider that case is not confirmed due to the mix-up could not happen in b. Braun surgical facilities. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.